Event description:
It was reported on (B)(6) 2013 that during a right foot metatarsal osteomotomy with hallex rigideous correction, the tip of a 1.1mm modular hand drill bit had broken off and a portion of the drill bit tip remains inside the patient. The surgery was successfully completed using another instrument. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.